Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer added insulin to the original cartridge, successfully reloaded it, and resumed insulin delivery after performing a visual inspection of the infusion set without removing any supplies. The customer declined further technical support but mentioned they would follow up if the issue persisted.